Manufacturer narrative:
(B)(4).

Event description:
For the beckman coulter lh750 analyzer, the customer had stated that the diff background had failed. During the course of troubleshooting, the customer found a leak under (B)(4). The fluid appeared blue in color and was <1.0 cc in volume. The customer was wearing ppe consisting of laboratory coat, gloves and glasses when the incident occurred and there was no report of any patient samples or results being affected by this event. No injuries occurred and no one sought medical attention. There was no report of exposure to open wounds or mucous membranes. The msds was not reviewed; however, it is readily available to customers via the beckman coulter website. The customer has an exposure control or risk management plan in place at the facility. There was no death, injury or change/delay to patient treatment associated with this incident. The field service engineer (fse) located two leaks on the fittings; the first in the retic segment valve and the second in the diff segment valve. After replacing the parts the leak was resolved. Per fse the cause of the leak was most likely due to a loose tube coming off port 8 fitting due to normal wear. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, wearing protective eye wear, gloves, and suitable laboratory attire when operating or maintaining this instrument or any other automated laboratory analyzer.